Event description:
On 12/3/04, the patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately erratic. One week ago, she obtained results of 200 and 135 mg/dl within 10 minutes of each other while experiencing a headache. She took oral diabetes medication following use of the meter and contacted her medical professional for phone advice. The customer care representative (ccr) was not able to walk the patient through a control solution test, as the control solution was expired and the patient did not have any more of the test strips used at the time of concern. The patient did not allege harm. There is no indication that she experienced injury or medical intervention due to the meter. Based on statistical methodology, the calculated difference of the glucose results obtained on the reported meter exceeds the expected value of <=20% and/or <=20 mg/dl, thereby, indicating a potential malfunction of the meter in terms of precision. The meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.